Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus sales rep confirmed that there were no device problems with three consecutive inspections. It was also confirmed that an error was displayed and that the white balance did not work. Based on the results of the investigation, the event was caused by the customer pushing the reset button on the front panel causing a system reset which results in the image disappearing once before being displayed again. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The user facility reported that the reported problem was resolved. The suspect device was not returned to olympus for evaluation. The user facility was unable to provide resolution information. A root cause could not be determined.

Event description:
Olympus was informed that the image was lost prior to the start of a procedure. The problem, as reported to olympus, occurred during a diagnostic procedure. The intended procedure was completed using the same device. A delay occurred; the patient was not under general anesthesia. There was no patient injury or harm, associated with the problem, reported to olympus.